Event description:
The consumer's daughter went into her mother's room around 5:00 am and alleges there was a white film in the air. No serious injury is alleged.

Manufacturer narrative:
The user alleges a white substance was in the room with the pt while the concentrator is running. There is no history to suggest a product problem. User allegedly had gone to their dr. Concentrator had been in service for nearly two years, service and maintenance history is unk. Source of alleged white substance is unk. It is also not known if device was from dealer's rental stock. MDR filed based on alleged medical intervention. Malfunction is not confirmed. MFR is attempting to obtain product for inspection.